Manufacturer narrative:
The customer canceled the service call.

Event description:
The customer reported that the mains plug was damaged. The field engineer noted that this prevented the system from booting up. There is no report of injury or death associated with the event described in this complaint.